Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient wanted to charge the ins the day prior to the report. The ins was not all the way down. The patient then fell and ended up in the hospital. The patient came home the day prior to the report and went back to charging the ins. The ins was completely dead and would not charge. The controller showed her to call the manufacturer. The day of the report, the patient could not turn the controller on and the screen was blank. The patient said the controller was at 100%. The controller was reset and it prompted the patient to pair it. The patient connected to the recharger and it then showed the controller battery was empty and needed to be recharged. The patient was going to recharge the controller and then will charge the ins. The patient will call back if more help is needed. No further complications were reported.